Manufacturer narrative:
The field service engineer (fse) found a missing o-ring and replaced it. Precision, calibration, and qc passed. Calibration was last performed on (B)(6) 2022 and was acceptable. Qc was acceptable. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for ise indirect k for gen.2 on a cobas 6000 c (501) module. The initial result was 6.4 mmol/l. The repeat result from a different c501 module was 4.5 mmol/l. The questionable result was not reported outside of the laboratory. The technician repeated the sample due to critical data flags accompanying na and cl results. The repeat result was believed to be correct. The k electrode lot number and expiration date were not provided.